Event description:
It was reported by the aci distributor that a patient underwent an interventional peripheral tace (transcatheter arterial chemoembolization) procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that during prep the balloon failed to inflate and deflate properly on two devices from the same box. The third device from the same box worked "well".

Manufacturer narrative:
Visual inspection of the returned device showed that the device handle was covered by contrast residue. An attempt to inflate the balloon from the returned device revealed that the inflation indicator was stuck to the handle. The inflation indicator finally popped out after a couple attempts. The balloon was inflated with water and the balloon help pressure and the inflation indicator extended and remained in place. A vacuum was drawn and the inflation indicator retracted as the balloon deflated. Visual inspection at high magnification revealed contrast residue on the inflation indicator and hub shell interface. It is unknown if the contrast solution used was diluted. A 100% contrast would be more viscous. The viscous contrast solution might cause the sluggish inflation indicator movement resulting in difficulty in balloon inflation/deflation. The review of the lhr (lot f1317703) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of difficulty in balloon inflation/deflation was contrast solution on the hub shell which restricted the movement of the inflation indicator. See MDR 3004939290-2014-00828 for the first device.